Event description:
Reporting status: serious injury/required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: physical resistance/stent dislodgement. It was reported that during stenting of the mid circumflex, the mini vision stent delivery system (sds) had difficulty advancing past the lesion and the stent dislodged. The stent was retrieved successfully via a snare device with no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
.